Event description:
It was reported that during dilation for the implant of a malleable penile prosthesis, the dilator penetrated the right corpora caveronsa and the urethral meatus, resulting in fistula. The procedure was aborted and the catheter was left in for healing.

Event description:
It was reported that during dilation for the implant of a malleable penile prosthesis, the dilator penetrated the right corpora caveronsa and the urethral meatus resulting in fistula. The procedure was aborted and the catheter was left in for healing.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.